Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose. The customer¿s blood glucose level was 54 mg/dl and 53.8 mg/dl. The customer ate some food to increase blood glucose but then it went to 584 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer declined troubleshooting for high blood glucose value stated he ate the carrot cake for the low and this caused the high also declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.